Event description:
It was reported that the post operation review following right ventricular lead implantation revealed that the lead had intermittent capture and decreased r wave sensitivity. The physician determined that the lead had dislodged. On (B)(6), another lead revision procedure was performed. Fluoroscopy confirmed lead dislodgement and the lead was successfully revised with testing revealing good tissue contact. The previous lead that was left inside was also removed during this procedure. Patient did not suffer any adverse consequences prior, during and post lead revision. The post operation check on (B)(6) showed normal lead parameters.

Manufacturer narrative:
Correction: previously reported implant date was incorrect. This report notes the correct implant date of (B)(6) 2017.